Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was receiving prbc's (packed red blood cells). The prbc's were completed and the rn (registered nurse) went to flush the line with ns (normal saline) and noticed the tip of the syringe was broken off and the IV tubing was malformed.

Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon review of the photo sample, the reported issue was confirmed; the luer tip was broken. A corrective action is not applicable at this time. If a physical sample is received at a later date, this complaint will be reopened for further investigation.